Event description:
A portacath that had been placed in a pt broke and had to be removed surgically. The cath had been placed at another facility. It was in the left subclavian area. The broken portion was removed from the right atrium the catheter was disposed of before facility was advised. The pt has another cath and had no injury.